Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a food bolus, but consumed less food than originally accounted for. Blood glucose (bg) level was 46 (mg/dl). The customer consumed juice and candy to address bg. Recommendation was made to consult with health care provider regarding diabetes management.